Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch # a9dk9z. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: a9dk9z no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the firing sequence started but not completed? If yes: 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If no, ask staple line issue questions 5. If yes, was the staple line complete? 6. Did the device cut? 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line 9. Was there any difficulty opening the device jaws? 10. If yes, what steps were taken to open the jaws. 11. If the jaws could not be opened, how was the device removed. 12. Did the patent suffer any adverse consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler failed mid - attempt. New battery used and still failed. No other details provided. No patient consequences were reported.